Manufacturer narrative:
The bur guard has not been received yet at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the bur guard cracked and split in two during an oral surgery when drilling a tooth. The procedure was completed successfully with another bur guard. There were no adverse consequences reported as a result of this event.